Event description:
It was reported that the patient's log files were sent for review due to concern for power lead function. The patient has known issues with the mobile power unit (mpu) so they had been using battery power. While connected to the power module during observation the power module began to alarm. Both the power and battery lights remained green throughout with stable ventricular assist device (vad) numbers on the monitor and no vad alarms. This happened twice. Log files sent for review spanned (B)(6) 2021 through (B)(6) 2021 during which the patient was using battery power until being hooked up to the power module. No power cable disconnects or power lead issues were noted. The vad appeared to be functioning as intended. Additional information was received on 31jan2022 that the patient's controller was exchanged on (B)(6) 2022 due to ongoing alarms while on the mpu and power module at home and in the clinic. There was concern for electrical dysfunction within the power leads. The patient has not had any issues or recurrent alarms since controller exchange. Related manufacturer's report regarding mobile power unit (mpu): MFR# 2916596-2021-07099.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Main investigation conclusion: the reported event of alarms on the power module due to the system controller power cables was confirmed. An audio alarm without an associated visual alarm on the system controller or system monitor was produced when the white power cable was flexed next to the strain relief on the connector side of the cable. Testing performed on the power cables revealed that the white power cable's yellow (alarm out) was broken and shorting to the shielding when manipulating the white cable. The purpose of this wire is to have the power module echo the controller when it's alarming; as a result, if it's damaged, it may result in the power module alarming despite the system controller (and the system) not having an active alarm condition. Damage to the alarm out wire does not affect system support. A log file was downloaded from the system controller during testing and captured the system operating above the low speed limit without issue. This damage would not have any associated log file events since the system controller was not alarming, and the damage cannot affect system support. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 14nov2019. No further information was provided. The manufacturer is closing the file on this event.